Event description:
Reporting status: death. Reporting rationale: death. Device issue: stent dislodgement. It was reported that the pt was an ami pt. The first stent was successfully implanted in the left anterior descending (lad) lesion; however, the second mini vision stent delivery system (sds) was unable to pass distally through the first stent to the distal end of the same lesion. Upon removal of the sds, it appeared that the stent had dislodged in the pt. It was later reported that the pt died of cardiogenic shock three hours after the procedure. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned because it remains in the pt. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. The distal shaft was wavy. There were two kinks and a bend in the proximal hypotube shaft kinks 10 cm and 53.5 cm and the bend was 37 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info and results of the returned device analysis. The inability to cross a lesion can be affected by numerous factors including but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and device placement technique, interaction with other devices or device selection. In this instance, it was gathered from the incident info that an attempt was made to cross a newly deployed stent distally. This may have contributed to the failure to cross. As mentioned above, it was reported that after the failed attempt to cross, the stent implant dislodged when the sds was removed from the pt. Stent dislodgement inside the body can be affected by numerous factors including but not limited to, extreme tortuousity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract an undeployed stent into the guiding catheter, or improper or inadequate crimping at the time of mfg. Analysis of the returned sds indicates the presence of crimp marks between the markers of the still tightly folded balloon suggesting that the stent was at least crimped onto the balloon at the time of mfg. It is possible that the difficulty crossing the proximal deployed stent created resistance on the stent that may have disrupted the stent implant on the balloon and contributed to the eventual dislodgment. It is also possible that the stent edge met resistance with the guiding catheter tip during the removal of the sds from the pt after the failed attempt to cross. The ultimate root cause of the stent dislodgement is unk. But it should be noted that it is prescribed in the instructions for use (IFU) that: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." The pt effects of unretrieved nonresorbable material in body and cardiac arrest are recognized likely pt effects and were addressed in the device risk assessment. In addition, as listed in the IFU the pt effect of death is a known adverse event of coronary stenting. This pt effect is not necessarily a product quality issue. While a conclusive root cause could not be determined for the reported issues, it was gathered from the attending physician that the pt died of cardiogenic shock three hours after the procedure, and it could not be determined whether it was device related. This MDR is considered closed by the product performance group.